Event description:
It was reported that the high pacing lead impedance was observed. The trending data shows that the lead impedance had increased since (B) (6) 2009. Lead will be replaced.

Event description:
New information received indicated that the lead was capped due to suspected fracture.